Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2019, the recipient was reportedly seen by the doctor for the swelling and administered treatment. The recipient has recovered. The external visual inspection revealed silicone slices on the top and bottom covers, and the electrode was severed at the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection and swelling. On (B)(6) 2019, the recipient underwent exploratory surgery and was re-suttured. On (B)(6) 2019, the recipient's sutures were removed. On (B)(6) 2019, the recipient was admitted for observation and given medication for swelling and an infection. On (B)(6) 2019, the recipient's device was explanted. The recipient was hospitalized for a few days after surgery. The infection is not device related.